Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 08 july 2025, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
A review of the transmitter alert history showed that a sensor replacement alert was first presented to the user on (B)(6) 2025, day 124 after insertion. An RMA was authorized for the return of the sensor for further investigation. The sensor was received broken in two pieces, and therefore no further testing could be performed. The timing of the breakage is unclear, as no separate case was reported about the breakage. It is possible that it occurred either during the explant procedure or during transportation, since no separate case was reported for sensor breakage. If the sensor broke during the explant procedure, the most likely cause would be excessive force applied by the removal clamps. A review of the sensor data in dms showed instability in the reference channel, which coincided with the sensor glucose inaccuracies observed. The potential root cause for this failure mode may be related to an issue with the sensor electronics, such as led behavior at the time, or the in vivo state of the sensor hydrogel. The sensor performance gradually decreased and went below the threshold triggering the sensor replacement alert. The system correctly disabled the sensor when it detected the performance failure, and the system's self-test functions were working normally. The user was provided with a replacement sensor as part of the resolution. B4. Date of this report 06 oct 2025. G3. Date received by the manufacturer? 06 oct 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.